Manufacturer narrative:
The patient's race and ethnicity were provided as (B)(6) by the initial reporter. Multiple follow-ups were conducted to obtain additional information and to retrieve reported product; however, there was no response. Once the evaluation is completed or new information is obtained, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed to osseointegrate and lost osseointegration. The implant was extracted 2 weeks after it was placed. The implant site has type 4 bone quality. The patient was reported to have pain. Per the questionnaire received a "lack of cold compress" was reported as a description of the clinical evaluation. The implant site was infected. The patient has no relevant pre-existing conditions. There was no abnormality with the implant. The patient's current condition is reported as "infection was healed" and "enough bone level".

Manufacturer narrative:
Corrected data to lot no.6033005 to 6049751. UDI number was corrected from (B)(4).

Manufacturer narrative:
Additional information was received regarding the size of the implant, therefore corrections we made to update the correct the size. Implant size from inclusive tapered implant 4.27 mmd x 8 mml x 3.5 mmp to inclusive tapered implant 3.7 mmd x 11.5 mml x 3.5 mmp. Model - from 70-1070-imp0026 to 70-1070-imp0007. Exp date - from 27-jan-2022 to 18-12-2017. UDI number was provided. Mfg date - from 27- jan- 2017 to 18-12-2017. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations. The critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information the patient had type IV bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important local patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type IV: very thin cortical bone with low density trabecular bone of poor strength. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant. No abnormality with the implant was confirmed, this event will be tracked and trended.